Event description:
It was reported that the device exhibited a malfunction and could not be used. The device was reportedly replaced which did not result in any consequences for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
During the course of investigation it was found that, other than initially reported, no patient was involved during the described malfunction of the device. According to the input information, an unspecified pressure sensor was identified as faulty. During operation, the ventilator would perform an autonomous shutdown with an automatic change to man/spont while an audible and visible ventilator fail alarm is given. If the faulty pressure sensor is detected during the power-on self-test (post), as it was in this case, the test fails and the device is no longer ready for operation. As no logfile was available for evaluation and no further details are known, a detailed analysis of the case in question as well as the determination of the root cause was not possible. The case has been assessed to be not reportable retrospectively.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device exhibited a malfunction and could not be used. The device was reportedly replaced which did not result in any consequences for the patient. The device has no UDI as an UDI was not required at the time the device was manufactured.